Manufacturer narrative:
(B)(4). Jaws. The analysis results found that the device was received with the jaws bent. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any clip formation issues. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended over suture. No conclusion could be reached as to what may have caused the found condition of the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, the device was not closing the clip completely and the clip was sliding on the suture. It is unknown if the customer was using the base. They ended up just tying the suture. There was no adverse consequence to the patient.